Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with insulin flow blocked alarm during fill tubing. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for insulin flow blocked alarm. Customer stated that, the insulin did not exit. Customer states they have another infusion set for testing. Customer stated that they are able to troubleshoot for a potential reservoir and infusion set issue at this time. The pump will not be returned for analysis.